Event description:
It was reported by the contact that the time setting on the pump was off by 12 hours. Tandem customer technical support (cts) reviewed the time with the contact and it was noted that the am/pm setting had been reversed. The contact stated that this may have occurred when the time was updated. Although the customer was not wearing the pump at the time cts was contacted, it was unk if the customer's blood glucose level was impacted.

Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.